Manufacturer narrative:
Other devices listed in this report. Cat. No.: 6260-9-036, v40 cocr lfit head 36mm/-5, lot code: mkp32r. Cat. No.: 623-10-36f, trident 10° x3 insert 36mm ID, lot code: mkp77y. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported patient had a painful right hip.

Manufacturer narrative:
An event regarding pain and limb length discrepancy involving a trident shell was reported. The event was confirmed. Method and results: device evaluation: not performed as the subject device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: ¿x- rays provided with the product inquiry report demonstrates a press-fit total hip replacement. The tha implants are in their expected positions and appear to be well fixed with pristine interfaces. On the ap pelvis x-ray a trans-ischial line is scribed with measurements taken from this line to the superior aspect of the lesser trochanter of both the operative and nonoperative hips. These measurements represent a relative measure of leg length and demonstrate that the operative right lower extremity is 7 mm longer than the contralateral non operative side. Leg length discrepancy is not normally considered a likely cause of pain but is a well described cause of patient dissatisfaction. The patient was revised to a femoral head with -5mm neck length. Presumably this would allow for correction of some of the leg length inequality. Further documentation would be required to complete this assessment¿. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: a medical review was performed and the event was confirmed. The medical records demonstrates that the operative right lower extremity is 7 mm longer than the contralateral non operative side thereby confirming leg length discrepancy. The root cause could not be determined but the review concluded that this event is not device related. Further to this the clinicians diagnosis indicated; "leg length discrepancy is not normally considered a likely cause of pain but is a well described cause of patient dissatisfaction. The patient was revised to a femoral head with -5mm neck length. Presumably this would allow for correction of some of the leg length inequality. Further documentation would be required to complete this assessment." No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported patient had a painful right hip.